Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found broken ise buffer syringe case and reference electrode packing. The fse replaced the buffer syringe case and the reference electrode packing along with cleaning the dirty tubing to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient result for sodium on their cell 1 of au5800 clinical chemistry analyzer. The customer repeated the patient sample on another au analyzer and result was lower. The initial high patient result was reported out of the laboratory, but later amended upon repeat. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.